Event description:
Healthcare professional reported "hole, non-specific" and confirmed capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, deformation, non-penetrating nicks. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016, 23/apr/2012 and 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported possible right side "pain ,abnormal shape," and "discomfort". Healthcare professional reported "wrinkling" and capsular contracture, baker grade unknown. Device remains implanted.